Manufacturer narrative:
B3: event date corrected. H6: clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ includes information for priming the pump as well as de-airing the pump. Section 5 warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the location of the stroke was right frontoparietal and had symptoms of hemiplegia and dysphasia. In the operating room, the device was started at full flow and complete weaning of the cec. After approximately half an hour, a significant quantity of bubbles was noted in the left cavities in the left heart chambers of undetermined origin, this finding was highlighted in the transesophageal echocardiography (tee). In relation to the air bubbles, the patient experienced symptom of brain damage and no treatment was performed for the air bubbles besides..

Manufacturer narrative:
User report # (B)(4) was received on 18may2024. E1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon awakening the patient postoperatively, ischemic stroke with symptom of hemiplegia was noted. There were no changes to patient condition or anticoagulation status that may have contributed to the stroke. Since the stroke did not resolve, the patient was to have neurological rehabilitation.